Event description:
On (B)(6) 2013, it was reported that eri=yes was seen, and system and normal mode diagnostics indicated high impedance (dcdc=7, output status: limit, impedance: high). The patient complained about pain in the neck in specific positions. The patient suffered from a drop attack in october last year. Shortly after that the both tests were normal. The generator was disabled. Attempts for additional information have been unsuccessful. An implant card indicated that the patient underwent full revision (B)(6) 2103. The explanted devices have not been returned to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.